Event description:
It was reported that this s-ICD system exhibited low amplitude and the patient received an inappropriate electric shock due to oversensing. Reprogramming efforts were performed and the plan is continuing to be monitored. Additionally, it was reported that this patient again received inappropriate shocks due to oversensing. The device was deactivated and troubleshooting options are discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h6: impact codes. Additional information was added to the following fields to capture the surgical abandoned procedure of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h6: impact codes.

Event description:
It was reported that this s-ICD system exhibited low amplitude and the patient received an inappropriate electric shock due to oversensing. Reprogramming efforts were performed and the plan is continuing to be monitored. Additionally, it was reported that this patient again received inappropriate shocks due to oversensing. The device was deactivated and troubleshooting options are discussed. A revision procedure was performed and the s-ICD system was surgically abandoned and replaced. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the surgical abandoned procedure of the device.

Event description:
It was reported that this s-ICD system exhibited low amplitude and the patient received an inappropriate electric shock due to oversensing. Reprogramming efforts were performed and the plan is continuing to be monitored. Additionally, it was reported that this patient again received inappropriate shocks due to oversensing. The device was deactivated and troubleshooting options are discussed. A revision procedure was performed and the s-ICD system was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this s-ICD system exhibited low amplitude and the patient received an inappropriate electric shock due to oversensing. Reprogramming efforts were performed and the plan is continuing to be monitored. No additional adverse patient effects were reported.